Event description:
During a coronary artery bypass graft, a vein dilator was being manipulated by surgeon and broke inside the chest, leaving a 2.2. Cm probe tip inside the pericardium. Surgeon did an extensive visual and manual search of the chest cavity and pleural space. Tip was visualized on c-arm x-ray, but surgeon could not locate the probe tip. Surgeon determined that further attempts to find and remove the tip would be more harmful to the patient and decided to leave the object in place. Surgeon stated that this small fragment would not be a danger to the patient. Patient had post-op complications (fluid overload, atrial fibrillation, ventricular tachycardia) unrelated to this incident, but was able to go home on post-op day 4 in satisfactory condition.